Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During review of electrocardiogram strips, there was noise noted on the device which inhibited detection of other cardiac activity. No intervention was performed, and the patient was stable with no consequences.